Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removal surgery") and device breakage ("up to 5 remains were removed") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("contraceptive device removal incomplete"). The patient was treated with surgery (only tubes - salpingectomy) and surgery (to remove remains). Essure was removed. At the time of the report, the medical device removal, device breakage and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal, device breakage and medical device removal with essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.